Manufacturer narrative:
D1 brand name was revised. D4 primary UDI number was revised. E1 initial reporter phone and zip code extension were added as they were omitted from the initial report that was submitted. H6 type of investigation code should of been updated on the previously submitted report as the device was returned at that time.

Manufacturer narrative:
Added: d3, g1. Corrected: h3. The cause of the purge disc not detected alarm on ic3649 was a broken mechanical lever within the purge pressure sensor.

Manufacturer narrative:
The impella device was not received from the customer; therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
During setup for an emergent impella cp case, the automated impella controller (aic) failed to recognize the purge disc. A second aic was obtained, and the same purge cassette was successfully recognized and functioned as intended.

Manufacturer narrative:
E4 was inadvertently omitted on the initial manufacturer device report. The impella device was returned, and an evaluation is underway. Upon completion of our analysis, a supplemental report will be filed.